Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been having leakage and was not feeling stimulation. It was noted that this started ¿about 3 months ago, when they got hit by a frying pan, on the spot where the implant is.¿ troubleshooting assisted the healthcare provider with checking to see if the device was on. However, they noted seeing the ¿telemetry issues¿ screen, stating ¿no response from device.¿ this was tried two more times, but with no success. It was stated that the healthcare provider would be notified, and they would likely discuss replacement of the ins. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were hit about 3 months prior to the report with a cast iron frying pan on their backside where the battery was located. It no longer worked after this took place. Manufacturer representative reported the battery and lead were replaced on (B)(6) 2017. No further information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient¿s symptoms had returned 100% when their original implant was near perfect. It was noted that the patient was hit in the buttock with a cast iron frying pan directly over the device, which led to the malfunction of the device. The clinic interrogated the device and the impedance test was off and electrodes were over 4000 ohms. It was noted the patient had trouble with incontinence since the incidence. The system was replaced and the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary found that there were no anomaly with the device. If information is provided in the future, a supplemental report will be issued.